Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not picked up by the needles when the plunger was pulled back¿ was confirmed as a suture retrieval issue. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral vein was attempted with three prostyle devices using the pre-close technique without a sheath prior to a patent foramen ovale (pfo) interventional procedure. The device was advanced over a 0.035-inch wire. Reportedly, it was noted that the suture was not picked up by the needles when the plunger was pulled back. This occurred with three sequential devices. The suture of a new prostyle device was successfully pre-placed. The pfo procedure was completed using a 9f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.